Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced mild dysphagia and throat pain resulting in explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implant on (B)(6) 2013 by dr. (B)(6) at (B)(6) hospital. Uneventful device explant on (B)(6) 2017 by dr. (B)(6) at (B)(6) hospital. Device found in the correct position/geometry at the time of removal. Patient is reported as doing well and swallowing better after removal.